Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2026. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual inspection of the picture, a foreign matter that appears to be a piece of suture (orange) strand interlaced and knotted in one of the silk blk sutures. According to the sample condition, during the process of the visual inspection of the product, the knot on the suture was not detected. Silk suture is received from the supplier in spools and a orange thread is used to attach the same type of suture within a spool to complete the quantity of suture needed per spool. The orange tread was not detected during the manufacturing process of the suture, therefore that segment was not removed during manufacturing. Based on the information currently available, the foreign matter and knot in the suture were identified during the investigation of the photo received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. There was the other suture in orange. It was supposed to be black originally. It was found before use it, so there was no influences to patients. There were no patient consequences reported. Additional information was requested.